Event description:
I had lasik eye surgery twelve years ago which seems to be linked to the early onset of cataracts in both of my eyes at the age of (B)(6). My parents were both in their (B)(6)'s when they had cataract surgery. My right eye had the worse cataract and I just recently completed cataract surgery on that eye with a less than perfect outcome, still requiring corrective lens. My eye doctor had explained that was the likely result given the lasik surgery. I wish I had been made aware of the likelihood of premature cataracts caused by lasik.